Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture with no asystole as the patient is not pacer dependent. The lead has high output threshold since implant. Recently, the lead was explanted by the physician. No adverse patient effects were reported.